Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: when the tissue was cut were any staples visible? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Is the current patient status known? Patient had no permanent damage. Patient had the surgery time prolonged in 2 hours. Patient did not have to be re operated to correct damages. Patient had no serious damage. Current state of the patient is stable.

Event description:
It was reported that during a deep endometriosis procedure, the device cut and did not staple. A test was performed in the instrumentation table with another reload. The error did not occur again, but the doctor was not comfortable to continue using the same product. The exchange was made at the same time. The damage caused is that the surgical time was increased in 2 hours.

Manufacturer narrative:
(B)(4) batch # p58f90 device analysis: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.